Event description:
Hcp reported an increase of fluid in the pump pocket. A dye study was performed on the catheter for leakage. The result was negative. The device was explanted and returnd to the MFR for analysis. A follow-up report will be sent when add'l info is received.